Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens. The lens trailing haptic cartridge and tore the lens upon insertion into the eye. The lens was removed without enlarging the incision no pt injury.